Event description:
It was reported that the patient has been having pain that is getting progressively worse. Patient states that the pain is affecting her balance. She has been having knee, hip and back pain. Patient thinks that the reason for her problems is the shapematch recall.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an left unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon sym patella s33x9mm was reported. The investigation concluded that the instability was caused by the use of an insert that was too thin. The revision operative report states that the patient was revised due to pain and instability in which a thicker insert was utilized. Based on the provided information, the product reported in this investigation did not contribute to the event. The following other hip devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# dtoo; triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# guwr; triathlon ps x3 tibial insert; cat# 5532-g-309; lot# mkt0n4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient has been having pain that is getting progressively worse. Patient states that the pain is affecting her balance. She has been having knee, hip and back pain. Patient thinks that the reason for her problems is the shapematch recall.